Event description:
It was reported that a vns pt was referred for re-implant surgery due to high impedance with no further info. At the moment, the pt has not been scheduled for consult and good faith attempts to obtain additional info from the treating neurologist have been unsuccessful to date.